Event description:
This male pt with a history of previous pci (1989), previous CABG (1989), hypertension, and previous mi was admitted for coronary evaluation. The pt was currently taking aspirin, statins, and beta-blockers. The main indication for the procedure was atypical pain and resting ECG changes. Baseline labs and vital signs revealed a decreased ejection fraction (30-50%) an increased troponin (>5 times uln). Angiography revealed a 70%, 18mm, irregular, eccentric, moderately calcified, c type lesion in the mid-lad. The vessel was described as 2.2mm in diameter and moderately tortuous with >45, <90 degrees of angulation at the target site. Flow through the lesion was timi iii. The lesion was pre-dilated with a 2.0x20mm balloon inflated to 17 atms. A 2.25x23mm cypher select plus stent was deployed to 14 atms with satisfactory results. Following stent deployment, the pt experienced ventricular fibrillation requiring external defibrillation. The event resolved without sequelae. The pt was discharged after 3 days hospitalization with orders for daily administration of aspirin, plavix, statins, ace inhibitors, and beta-blockers. At one-month follow-up, the pt was asymptomatic and was complaint with all cardiac medications.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. The product was not available for analysis, as it was still implanted. The lot number is unk, therefore, a device history report review could not be performed. Ventricular fibrillation is a known potential adverse event associated with coronary stenting. Myocardial infarction, heart surgery and coronary artery disease are known risk factors that are associated with an increased chance of having an episode of v-fib. Review of the available info suggests that pt factors and the inherent risk of the procedure may have contributed to the events.